Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular complex) - idvt (idiopathic ventricular tachycardia) ablation procedure using thermocool smarttouch sf catheter. During ablation phase, the patient experienced cardiac effusion that required pericardiocentesis. There was a drop in blood pressure after "some ablation had been completed". Pericardial effusion was confirmed by ice (intracardiac echocardiography) and pericardiocentesis was done. Patient was in stable condition and still intubated. The patient was transferred to ccu. The patient's condition improved/fully recovered. The physician's opinion on the cause of this adverse event was the procedure. No transseptal puncture was performed. No evidence of steam pop.